Event description:
Fujifilm healthcare americas corporation was informed that ei-580bt endoscopes were cultured and tested positive. The date that the event occurred is unknown. The endoscope was quarantined after initial sampling, and no patients were involved or exposed to the endoscope. Following the positive culture, the endoscope was not clinically reused. There was no death or serious injury associated with this event. However, due to the result of fujifilm corporation's final investigation of the incident, this report is being submitted in an abundance of caution.